Event description:
It was reported that the patient was experiencing uncomfortable stimulation. As a result, surgical intervention was undertaken on (B)(6) 2026 where in the leads were replaced to address the issue.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.